Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was inflated twice at 8 atmospheres each for few seconds. However, during third inflation at 14 atmospheres for few seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.